Manufacturer narrative:
An event regarding foreign matter (smudge mark) involving a metal head was reported. The event was confirmed through visual inspection. Method & results: device evaluation and results: visual inspection: visual inspection confirmed a smudge mark to be on the inner packaging of the device. Material analysis, functional and dimensional inspections were not be performed as these aspects are not in question. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: an nc was raised to investigate this event. There are no related nc's for similar issue prior to this nc. Based upon the nonconformance description and investigation, the user found damage on the packaging component. It was visible to surgery team and the unit was not used. An alternative device was available for use. This complaint has been deemed an isolated event. The compliance concern has been determined to be low.

Event description:
When scout nurse opened outer box for implant 6260-9-132 lot 69672005 it was noticed that the inner pack appeared to be marked. Shown to operating surgeon and decided not to use this implant and opened another implant with same cat number update 07 june, 2019: reporter confirmed a surgical delay of less than 2 minutes. Update: "the patient was in the operating room at the time of discovery and was under anesthesia.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
When scout nurse opened outer box for implant (B)(4) lot 69672005 it was noticed that the inner pack appeared to be marked. Shown to operating surgeon and decided not to use this implant and opened another implant with same cat number. Update 07 june, 2019: reporter confirmed a surgical delay of less than 2 minutes. Update: "the patient was in the o.r. At the time of discovery and was under anesthesia.